Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that post-op check after routine device change out procedure, the right ventricular lead exhibited capture and sensing variability. Chest x-ray revealed the lead had dislodged. The lead could not be repositioned due to difficulty in inserting the stylet. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold, sensing anomaly and stylet insertion failure. Final analysis found a complete lead was returned in one piece. The reported event of stylet insertion failure was confirmed., the cause of insertion failure was due to body fluid clogging the inner coil. The reported events of unacceptable threshold and sensing were confirmed. An external abrasion breaching the outer insulation and exposing the outer coil was noted at 52.2 cm to 53.6 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart.